Event description:
User facility mandatory medwatch rec'd that stated: "it was reported by the ics nursing unit that the large volume pumps used in that unit where under-infusing medications. After extensive testing by the clinical engineering department, it was discovered that problematic delivery was with the dehp free nitroglycerin i.v. Tubing sets from lot# 82 167 4w and will under-infuse 5% to 15%. The large volume pumps were checked using normal IV tubing set as well as the nitroglycerin primary i.v. Pump set from a different lot number and the pumps performed as expected and within MFR specification. The hospital has pulled the problematic i.v. Pump set with the effected lot number and replaced it with the same product number, only with a different lot number. After extensive testing by clinical engineering, it was discovered that the problem of under delivery was with the dehp free nitroglycerin primary i.v. Pumps set, from lot# 82 167 4w and will under-infuse 5% to 15%. Sales rep was notified by phone, will pick up 5 cases of effected product with lot number 82 167 4w, to be returned to MFR for eval of problematic product." Upon further query, the following info was provided that indicated the pt rec'd less medication than intended. The tubing set was being used to deliver an unspecified volume of vp16 chemotherapy at a rate of 400ml/hr via sigma infusion pumps. No further pump parameters were provided. After an unspecified length of time in use, the nurse expected the delivery to be completed, but noted that solution remained in the solution container. It was reported that the delivery was completed using the same tubing set. There was no reported adverse pt effect and no reported delay in therapy critical to the pt. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
User facility mandatory medwatch report number (B)(4). A rep device was rec'd. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).